Manufacturer narrative:
Updated b5, e1, e3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The lesion was located in the internal carotid artery, and vessel tortuosity was moderate. Device preparation followed standard operating procedure. There was no premature detachment; the coil was manually detached, and no kink or damage was observed on the pushwire. The coil was not implanted in the intended position, leading to herniation from the tumor, but the surgeon stated this was not a product quality issue. No medical/surgical intervention was required due to coil implantation in an untended location no complications have been observed, only a follow-up observation was needed. A stent was implanted and normal dual antiplatelet therapy was administered. No procedural or post-procedural imaging was available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient was being treated for an irregular aneurysm, approximately 5 mm in size, in the neck segment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium prime bare spring coil might have become detached. Coil embolization was performed for the aneurysm, and postoperative chest CT showed a linear high-density shadow in the aortic arch. The patient did not experience any discomfort. No patient symptoms or complications were associated with this event. The patient was undergoing coil embolization surgery for treatment of a ruptured intracranial aneurysm with hemorrhage. Dual antiplatelet treatment (dapt) consisting of enteric-coated aspirin and clopidogrel was administered. Multiple follow-up examinations showed that the abnormality remained in the same location. The patient was closely monitored postoperatively and follow-up was carefully conducted.